Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead was noted to have unspecified helix rotation issues, resulting in lead dislodgement. The dislodgement was confirmed by fluoroscopy. The rv lead dislodgement led to poor thresholds, poor sensing, and low pacing impedance. The rv lead is not used and replaced. The patient was in stable condition throughout the procedure.